Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), pump error 23, blank display, pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for critical pump error/open book image, pump error 23, display - flashing/white/blank/frozen/partial, pump error alarms. Customer was able to clear the error and complete rewind. Conducted fill cannula delivery test but delivery was not recorded in daily history. Battery cap contacts and battery compartment and/or springs were not damaged. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped/bumped or exposed to moisture. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. No blank display noted during testing. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0873 inches. Pump did not pass the sleep current measurement test due to high currents. Pump error 23 was noted which was expected. Unit was successfully downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on 08/30/2024 17:33:04.000, failed battery test on 08/30/2024 17:13:09.000 and low battery alert on 08/30/2024 12:31:00.000 were found in the history files. Pump error 23 was found in the history files on 08/30/2024 17:31:28.000. No alerts/anomalies/alarms noted during testing. Pump error 24 was found in the history files on 08/30/2024 17:07:00.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. Unable to do the motor test due to moisture damage to the flex connector. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked case ¿ display window corner, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 24 was confirmed due to moisture damage to the electronic stack. Pump error 23 was not confirmed. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.